Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records that a patient with a 19mm 11500a aortic valve developed right coronary ischemia after decannulation. A CABG x 1 was performed while still in surgery. The patient was transferred to pacu in satisfactory condition.

Event description:
This event was learned through the medical records. There was a small abscess burrowing into the septum underneath previous prosthetic rc leaflet. After debridement of all endocarditis vegetations a 19mm 11500a was implanted. Post bypass exhibit signs of right coronary artery (rca) ischemia, bypass was initiated and CABG x1 was performed. Post bypass final tee demonstrated a well-seated aortic valve with no insufficiency and normalization of the inferior and right ventricular free wall motion. The patient tolerated the procedure well and transferred to pacu in satisfactory condition. On pod #37, the patient discharge to inpatient hospice unit.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, h6 health effect - clinical code, device code(s), type of investigation. The patient developed right coronary artery ischemia after debridement of endocarditis vegetation and abscess surrounding the right coronary artery and CABG was performed. These events are typically related to the procedure and patient factors. There was no evidence or allegation of device relationship. H11 corrected data: through further investigation it was determined that the event is no longer reportable.